Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the raytec sponge was found shredded and the sponge picked at as if it was messed with, probably during the packaging process by the manufacturer. The clinicians poured sterile water on the product to prep for operation, but noticed particles/shredding falling from the product and couldn't use it. There was no harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 24l021662 was reviewed and no anomalies related to the reported issue were observed. ¿prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation. Instead, photos were provided and the reported issue was observed. However, based on the available information, an exact root cause was not determined. We will continue to monitor related reports to determine if additional actions are necessary.